Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized and treated with zosyn (intravenously (IV) and 3.375 grams every 12 hours) for peritonitis. The cause of peritonitis was unknown. Dianeal therapy was ongoing. The patient was still hospitalized and had not recovered from peritonitis. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). (B)(6). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13k07081 and h13j11085 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: it was reported that a bowel blockage which caused peritonitis. It was reported that the patient was discharged from the hospital two weeks after being admitted. Should additional relevant information become available, a follow-up report will be submitted.